Event description:
Follow up with the treating physician showed that the generator was reportedly turned off following the registered high impedance. No additional pertinent information has been received to date.

Event description:
In the patient's generator replacement surgery, it was noted that high impedance was registered with the new generator. The previous generator was reported to have been depleted and could not be interrogated or have diagnostics run prior to the case. The lead pin was reinserted several times without resolving the high impedance. Generator diagnostics were performed with the generator connected to a test resistor and were within normal limits. When the generator was connected back to the lead, the set screw was tightened until clicks were heard. High impedance was still registered. The lead was not replaced at that time. No other surgical interventions have occurred to date. Attempts for additional pertinent information have been unsuccessful to date.